Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 as the patient is a non-user. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.